Event description:
Pt in surgery for a robotic laparoscopic gastric restrictive procedure with gastric bypass and roux en y gastroenterostomy. The intuitive surgical da vinci sureform 60 mm stapler ripped at the articulating joint while removing from trocar site. The tear was immediately noticed by providers and stapler was removed from sterile field. New equipment and surgery completed without incident. No pt harm identified. FDA safety report ID# (B)(4).